Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported of battery being exhausted and requested for battery replacement. There was no reported pt involvement.